Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient received inappropriate therapy while undergoing tens therapy on an unknown part of the body. Oversensing due to noise generated by the tens therapy was observed. Patient was doing fine after the event and has since stopped the tens therapy.